Manufacturer narrative:
Investigation conclusion:a review of the product did not find any unusual trend for the reported complaint category. Root cause: insufficient information. Source: phone.

Event description:
Customer reporting 4 alleged false positive sars results on an asymptomatic patient testing weekly at a healthcare facility. It is unknown if confirmation testing was performed. Report 3 of 4.

Manufacturer narrative:
Correction: a1; corrected patient identifier number. B3: updated date of event. B4; added today's date of the follow-up correction report.

Manufacturer narrative:
Correction: a1; corrected patient identifier number: (B)(6) b4; added today's date of the follow-up correction report: (B)(6) 2022 g6: changed follow up to: 2.